Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5, re-test: 6.9. Date: (B)(6) 2010, inratio: 5.2, lab: 3.2. Doctor withheld coumadin on (B)(6) 2010, based on meter readings. Readings were 10 mins apart. Nurse did a venipuncture, put one drop on the inratio test strip, and then used the rest for the lab test.

Manufacturer narrative:
Investigation pending.